Manufacturer narrative:
Pump received with severely scratched lcd window, cracked lcd window, broken belt clip slot, cracked battery tube threads and broken reservoir tube lip. Pump passed the displacement. The test infusion set and reservoir does not lock into place due to broken reservoir lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump retainer ring was damaged. Customer stated that the reservoir was locking in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.